Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop . The device was visually inspected in the join of the inlet side filter it can be observed a type of hourglass that close the fluid path, thus the failure mode reported is confirmed. The most probable root cause is excess solvent was applied in the solvent bonds in filter operation. Action taken by the date that is investigation report is documented, this (B)(4) was complete on 25-feb-2020, in order to address this reported condition the manufacturing procedure was update to change instructions and specification for bonding of tubes to filters the retrospective review in this failure reported shown that is no increase on this failure mode, therefore the current mitigation implemented will be revisited their adherence to confirm effectiveness and no disruptions in the execution that could cause the presence of this condition in the device; also as preventive action, production personnel was notified by quality engineer on 09-feb-2021 as awareness of the failure mode reported for costumer.

Manufacturer narrative:
Additional information was received that the issue was resolved by replacing the tubing with new tubing.

Event description:
Information was received indicating that a when hooking up the pump and self-priming, a downstream occlusion alarm would be displayed after 8ml. Priming was not completed until after changing the cadd administration sets - flow stop. There were no adverse events reported.